Event description:
A report was received that the patient¿s clik anchor had come loose and caused discomfort under the skin. The patient underwent a revision procedure and was reportedly doing well postoperatively.

Event description:
A report was received that the patient¿s clik anchor had come loose and caused discomfort under the skin. The patient underwent a revision procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the clik anchor had come loose or had come out prior to revision.